Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt's implantable neurostimulator turned off, on its own, twice in the past four months. There was no known related incident or accident reported. The pt did not come in contact with any strong electromagnetic interference (emi). The pt experienced nausea and dehydration. During the most recent occurrence, the pt became so dehydrated that cardiac arrest, due to low electrolyte levels, occurred. The pt was to meet with the physician on (B)(6), 2011. At the meeting, the pt's device was noted to be turned on and set at 6 volts. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.